Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert/short battery life. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed and advised the customer to use alkaline & lithium. The customer stated that the battery cap was not loose, cracked, or damaged. No harm requiring medical intervention was reported. The customer will continue using the device and it will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. Pump fails sleep current test. Successfully downloaded history files and traces using thus. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on (B)(6) 2023 23:19:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. The following alarm/alerts were noted on event date: 15 insulin flow block alarm starting on (B)(6) 2023 02:16:00.000. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 1 no delivery alarm during basal: start date (B)(6) 2023 02:16:00.000 1 no delivery alarm during bolus: start date (B)(6) 2023 05:41:34.000 1 no delivery alarm during basal: start date (B)(6) 2023 06:07:00.000 2 no delivery alarm during priming: start date (B)(6) 2023 06:07:00.000 3 no delivery alarm during bolus: start date (B)(6) 2023 21:55:05.000 end date (B)(6) 2023 20:30:08.000 5 no delivery alarm during basal: start date (B)(6) 2023 21:03:00.000 end date (B)(6) 2023 18:25:11.000 1 no delivery alarm during priming: start date (B)(6) 2023 18:27:34.000 1 no delivery alarm during basal: start date (B)(6) 2023 23:14:00.000 test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: missing display window/cover, cracked case (battery tube), and pillowing keypad overlay. Unexpected battery power loss and sleep current anomaly confirmed due to esd latch-up on an ic, isolated to electronic stack. No unexpected insulin flow block alarms noted during analysis, no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.